Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd q-syte¿ luer access split-septum stand-alone device, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Visual analysis: observations and testing: received one used q-syte unit in an opened package from the lot number 6215742. Visual/microscopic examination: the septum was molded using the 36-cavity mold. Observed slit tears on the septum top disk. The septum lifts from the rim of the tip body the residual septum material and adhesive deposits was evident on the rim of the top body. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; leakage was not confirmed in the actuated or un-actuated positions. Septum column tear assessment: no damage (tear) observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Observed a slit tear on the septum bottom disk. Slit centeredness: the septum slit cut was not off center. Conclusions: the defect of leakage; as stated as the reported code in the subject of the pir was not confirmed with q-syte. Confirm there were slits tears on the septum top and bottom disks. Confirmed the septum lifts at the rim from the top body. Root cause: relationship of device to the reported incident: indeterminate - the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. The evaluation of the septum lifts up at rim location revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing.